Event description:
Patient reported right side "I think bust when I had a mammogram" with "lymph nodes are swollen, brain fog, weight gain, thyroid issues, horrible dry itchy skin, gastric issues, severe pain on both sides going up under my arm into lymph nodes, I have been tested and everything is good." Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy.